Event description:
Cameron health received information that during a regularly scheduled follow-up visit, twenty (20) days after implant, the device was unable to be interrogated. The patient was sent home and asked to return four (4) days later to attempt a connection with another programmer. During the second visit, the interrogation attempt was not successful and it was further reported that beeping tones were emitting from the device. The patient was required to remain in the hospital or wear a life vest until explant could be scheduled. The device was explanted nine (9) days after the second interrogation attempt. It was reported that the device did not emit tones at the time of explant. There were no adverse patient effects as a result of the explant. The device will be returned to cameron health for analysis.

Manufacturer narrative:
The device has been received by cameron health's quality laboratory. This report will be updated upon completion of analysis.